Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle, on the plastic distal end cover, on the bending section cover, and on the adhesives around the objective lens and the light guide. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. It was confirmed, that there was no deviation from instructions for use (IFU) in reprocessing steps. For the locations where foreign material remained. No physical damage was found at nozzle, bending section cover, adhesive around objective lens and light guide lens. But, physical damage was confirmed, at plastic distal end cover where foreign material remained. The root cause of the foreign material remained in the device could not be identified. The instruction manual states, the detection method associated with the event in ¿gif/cf-170 series, operation manual, chapter 3: preparation and inspection¿. And preventative measures in "gif/cf-170 series, reprocessing manual, chapter 5: reprocessing the endoscope". Olympus will continue to monitor field performance for this device.